Manufacturer narrative:
The initial reporter became aware of the patient injury as a result of a lawsuit. The local anesthesia kit described by the customer is currently manufactured and marketed by curlin medical. Curlin medical acquired the design of the product in august 2006 from the original manufacturer, mckinley medical. Since the acquisition of the product line, curlin medical has received no complaints of this nature for product distributed. Curlin is submitting this report as the current manufacturer of the device. The initial reporter, is unable to provide the exact date of the event (ie, when injury to the patient's shoulder was diagnosed). The initial reporter is unable to provide detailed information regarding use of the device, such as location of catheter placement and medication used. The initial reporter is unable to provide information with respect to diagnosis and treatment of the patient as a result of the injury. The initial reporter is unable to provide information regarding the patient's preexisting medical conditions or significant medical history that may have contributed to the injury. (D4) the initial reporter is unable to provide the model number and lot number for the device. As such the expiration date and the date of manufacture (h4) cannot be determined. Curlin medical is submitting this report within 30 days after becoming aware of the event. As our investigation continues curlin will file a supplemental if additional information becomes available.

Event description:
The customer reported that a patient suffered permanent damage to their shoulder joint following shoulder surgery. The shoulder surgery involved post operative pain management with a local anesthesia kit. The device was placed into use in 2004.